Event description:
It was reported that when the physician was advancing the watchman sheath into the left atrium, the sheath went into the left atrial appendage. A pericardia! Effusion was noted and a pericardiocentesis was performed. Two liters of blood were removed. The patient was taken to cv surgery to clip the appendage. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).